Manufacturer narrative:
It was reported the express 4 unit smelling burnt plastic odor. Customer found evidence of charring and black discoloration at the connector to the pcb. There was no evidence of fires or smoke and no one was injured or had to be treated. There were no reports of open flames, smoke emission and fire department was not called.

Event description:
Customer reported power harness connector charred.